Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the groshong port s/l via the right internal jugular vein access when opened the package it was noted the port body puncture septum had the black spots and hair. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, three electronic photos were provided for review. Hair and black spot were noted on port septum in photo review. Manufacturing review was performed, and it depicts that the closer view showed a hair trapped in the harbor between the septum and the cap, and strange material was observed apparently embedded in the center of the septum and contamination was verified. Therefore, the investigation is confirmed for the reported black spots and hair contamination on port septum. The root cause was related to manufacturing. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the groshong port s/l via the right internal jugular vein access when opened the package it was noted the port body puncture septum had the black spots and hair. The procedure was completed using another device. There was no patient contact.